Event description:
It was reported that stent migration occurred and required additional intervention. On (B)(6) 2020, the more than 75% stenosed target lesion, measuring 15mm in healthy vessel, was located in the right subclavian vein and noted via ivus. During the procedure, a 16mm x 60mm x 75cm wallstent endoprosthesis stent was deployed. The stent was pre and post dilated with charger balloon dilatation catheters 8mm x 40mm and 10 mm x 40mm. The physician was pleased with the results and the patient outcome was optimal. On (B)(6) 2020, it was noted that the wallstent had migrated to the superior vena cava, past the initial stenosis and placement by at least 2-3 cm. A 16mm x 60mm vici venous stent was placed at the lesion. Post dilatation was completed with a balloon catheter. There were no patient complications nor injuries reported and the patient was stable and doing well post procedure.